Manufacturer narrative:
Batch review performed on 19 august 2021: lot 1901304: 74 items manufactured and released on 15-may-2019. Expiration date: 2024-may-01. No anomalies found related to the problem. To date, 73 items of the same lot have been sold without any similar reported event. Another devices involved: batch review performed on 19 august 2021: gmk-sphere 02.12.0005l femoral component sphere cemented size 5 l (k121416) lot 1811341: 42 items manufactured and released on 02-apr-2019. Expiration date: 2024-march-24. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event. Gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l (k0909889) lot 1902683: 67 items manufactured and released on 13-aug-2019. Expiration date: 2024-july-24. No anomalies found related to the problem. To date, 66 items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain and the cause of the pain is unknown. 1 year and 10 months after the primary surgery, the surgeon revised all implants to competitor implants and the surgery was completed successfully.